Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with asystole greater than two seconds due to dislodgement. Additional information was received indicating that the lead also exhibited undersensing. The lead was explanted. No additional adverse patient effects were reported.